Event description:
Explanting physician reported rupture. The device has been explanted this record relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture-breast: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted this record relates to the right side.